Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildy tortuous and severely calcified mid left anterior descending artery. A non-bsc guide wire crossed the lesion. Following pre-dilatation with a 2.5x15mm non-bsc balloon, a 3.00x28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Device evaluated by manufacturer: a synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the 4th most proximal stent strut row with struts lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.